Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the lighting system and determined the lighthead cover was damaged as the plastic screw insert that secures the cover to the yoke was damaged. The observed damage is indicative of impact damage caused by user facility personnel bumping the lighthead into walls or other equipment. The steris technician replaced the lighthead cover, confirmed the unit was operational, and returned it to service. The harmonyair vled surgical lighting system operator manual states, "do not bump lightheads into walls or other equipment." Steris conducted counseling with user facility on the proper use and operation of the harmony vled surgical lighting system, specifically the importance of avoiding bumping lightheads into walls or other equipment. No additional issues have been reported. UDI related data clarification: the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that a plastic piece to the lighthead cover of their harmony vled surgical lighting system fell onto the surgeon's shoulder during a procedure. The surgeon quickly reestablished the sterile field by re-gowning, scrubbing and continuing with the procedure. Procedure was completed successfully. No report of injury.